Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing, the endoscopic image was not displayed. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated while the evis 160/180 series videoscope was connected due to the failure of the printed-circuit board. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the design history of this model, and confirmed that this device was manufactured before the design change in the dr circuit board. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation results, there was the possibility that the reported phenomenon was attributed to the failure of the dp circuit board.